Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a low battery alarm, as well as cracks to the reservoir compartment and the top of the display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no low battery alert alarms occurred during testing. The insulin pump was also received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and reservoir tube window cracked.